Manufacturer narrative:
(B)(4). The report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. The customer returned one arterial assembly for analysis. Signs-of-use in the form of biological material were observed on the sample. The catheter had been removed from the assembly and was not returned. Visual analysis revealed that the guide wire was severely unraveled from the distal end. A kink was also observed adjacent to the handle. Microscopic examination confirmed the damage and revealed that the core wire had separated directly adjacent to the distal weld. It was noted that a portion of the coil wire was completely deployed through the cannula; however, no portion of the core wire was inside the needle. Instead, the core wire was protruding through the slit in the advancer tube. Likewise, it was noted that the black handle was in the starting position at the proximal end of the tubing. Given this and the fact that a portion of the guide wire was advanced through the cannula, it can be concluded that the guide wire was initially deployed, then withdrawn during use of the device. No other defect or anomalies were observed. Analysis of the sample under uv light did not reveal any build-up of adhesive or any other substance. During the investigation of the returned device, a large section of the coil wire became separated from the rest of the assembly. The kink on the guide wire measured 7mm from the black handle. The guide wire length from handle to the distal end of core wire measured 5 1/16", which was within the specification limits of 5 1/32"-5 7/32" per the catheterization device product drawing. Both these measurements were done via calibrated ruler. The outer diameter measured 0.442mm via calibrated micrometer, which was within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. To accurately measure the cannula, the portion of the unraveled coil wire was removed from the device. This resulted in the coil wire to become separated. The guide wire tubing was also intentionally severed. The outer diameter of the cannula measured 0.02815" via calibrated micrometer, which was within the specification limits of 0.02800"-0.02850" per the cannula product drawing. The cannula inner diameter measured 0.019" via calibrated pin gauge, which was within the specification limits of 0.0190"-0.0205" per the cannula product drawing. Functional inspection was performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". After removing the unraveled coil wire from the cannula, a lab inventory guide wire with a diameter of 0.018" was inserted through the cannula. Slight traces of biological material were observed exiting the cannula; however, little to no resistance was encountered as the guide wire passed completely through the assembly. A manual tug test confirmed that the core wire was secure to the black handle. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size were designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy might present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage might occur if a force greater than the design specification was applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: swg/needle resistance was noted during use on the patient. They were unable to remove the wire from the needle so both needle and swg had to be removed. There was no reported patient harm, a delay to therapy was reported. The returned device proved to be unravelled.

Event description:
It was reported that: swg/needle resistance was noted during use on the patient. They were unable to remove the wire from the needle so both needle and swg had to be removed. There was no reported patient harm, a delay to therapy was reported. The returned device proved to be unravelled.

Manufacturer narrative:
Qn#(B)(4).